Manufacturer narrative:
Continuation of d10: product ID wr9200; serial# (B)(6). Product type: recharger; section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the activa rc wireless recharger would not work. Upon powering on the device, the battery indicator light blinked green, and then turned off. The light would go off and on. In between, it would spin and then turn red. The power button was held down for a minute in an attempt to reset the device, but this did not change anything. The device was replaced to resolve the issue. No patient complications have been reported as a result of this event.